Event description:
On or around 10/14/1999, the account obtained a false negative hepatitis c virus result for a pt sample, which was tested with the fpc. The fpc had dropped tips in three sample tube wells (c5, f4, f5) and the fpc continued pipetting with no error code generated. Diluent was dispensed into the wells and the fpc map showed the wells as filled, not void the account stated that the three samples were not pipetted and repeated those samples at end of the run (wells h1, h2, h3). On the "ppc" data printout, wells c5, f4, and f5 were nonreactive. Retest results for the same samples at the end of the run were:h1-nonreactive, h2-reactive, h3-nonreactive. Pt sample was in wells f4 (nonreactive) and h2 (reactive). The initial results were not reported. No confirmation testing was performed.